Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son¿s pump had an audio anomaly. The customer¿s blood glucose level was 265 mg/dl at the time of the incident. It was reported that insulin pump failed the audio test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 was present in the device trace download and pump error 63 alarmed during self test due to broken trace at pin 6 on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.